Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage and stent inadequate apposition occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified mid left anterior descending artery. After a 2.75x12mm synergy drug-eluting stent was implanted at nominal pressure, post optical frequency domain imaging (ofdi) was performed. However, during removal of the ofdi catheter, it was noted that the guide wire exit port of ofdi catheter was caught with the stent strut and the distal edge of the stent was deformed. It was also noted that the distal side of the stent was inadequately expanded due to stent became stuck in the ofdi catheter. A non-bsc stent was advanced to cover the deformed stent and the procedure was completed. No patient complications were reported and the patient's status was good.